Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that patient fell and sustained a right acetabular fracture and a periprosthetic femur fracture around the femoral stem; this was an early postoperative fracture so the stem was not ingrown. Cables placed around the femur, cultures taken from acetabulum. Cup left in place, all other components revised without complication. It was reported that the patient fell. However, the reason for the fall is unknown. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right hip revision approximately 1 week post implantation due to femoral and acetabular periprosthetic fractures from a fall. The cup remained intact. All other components were replaced without complication. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 30103604 g7 vit e neutral lnr 36mm d lot# 65052206. Cat# 00877503604 bioloxâ® delta, ceramic femoral head, xl, ã¸ 36/+7, taper 12/14 lot# 3052293. Cat# 010000662 g7 pps ltd acet shell 50d lot# 6966419. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01915.

Event description:
It was reported that the patient underwent a right hip arthroplasty approximately 1 month ago and was revised on an unknown date due to a femoral and acetabular periprosthetic fractures. No falls or traumatic events were reported. No additional information.